Manufacturer narrative:
Inratio precision data provided by end-user lot: 060638. First test inr = 3.0. Second test inr = 2.6; mean = 2.8; sd = 0.28; %cv = 10.1%. First test inr = 2.5. Second test inr = 1.3. Third test inr = 2.4. Mean = 2.1; sd = 0.67; %cv = 32.2%. The %cv is less than 20% for the 1st data set and greater than 20% for the 2nd data set. Per internal procedure, the precision fails the criteria for precision. The test is considered not precise and further testing is required at this time.

Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr = 3.0. Second test inr = 2.6. First test inr = 2.5. Second test inr = 1.3. Third test inr = 2.4.